Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (b)(64) following the patient's ipg replacement surgery (reference MFR. Report: 1627487-2018-01541), stimulation was not restored post-procedure. Hence, an additional surgery will be performed at a later date.

Manufacturer narrative:
The initial report was inadvertently submitted in error.

Event description:
Follow-up identified the initial report was submitted in error. Stimulation was restored following the patient's ipg replacement. There is no additional intervention planned.